Event description:
Patient presented to the physician with a superficial infection at the ipg site. Physician prescribed antibiotics. Physician brought the patient into the operating room (or) four days later, administered preoperative antibiotics, explanted the ipg, irrigated the chest pocket with antibiotic solution, bedatine, and saline, placed a drain, and closed. Postoperative antibiotics were prescribed after the procedure was completed.